Event description:
A patient experienced pressure with voiding, frequency, and some dysuria 45 days following a urethral bulking implant procedure. The door ktreated thepatient with macrobid and treated the condition as a urinary tract infection. The patiend passed a piece of the bulking implant material 2 days later. The patient is still experiencing some discomfort and will return for a follow-up visit. No further complications have been reported.